Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash/blister under the lifevest equipment. The patient described the area as open blisters/rash under the back te pads. There was no alleged device malfunction contributing to the blisters. The patient¿s physician prescribed triamcinolone for the skin irritation. Follow up indicated that the blisters improved.